Event description:
It was reported that the joystick input jack on the 9900 system was broke. It was noted that this happened when removing it after the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the joystick assembly. The system was tested and found to be working as intended and placed back into service.